Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 7.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation without being reach to the maximum pressure, the balloon burst. No patient complications were reported. It was further reported that the balloon ruptured during the first inflation at 20 atmospheres. The device was removed intact over the wire and the procedure was completed with another balloon catheter.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. D4: batch/lot number: corrected from unknown to 0026539684. Device evaluated by MFR.: a gladiator device 20 atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 66 mm in length and extended from a position 6 mm proximal of the proximal markerband to 7 mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 7.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation without being reach to the maximum pressure, the balloon burst. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.